Event description:
During an angiography procedure with dr. [Redacted name], a balloon catheter (sterling pta balloon dilatation catheter, 6.0mm x150mm) was opened. When it was inflated inside the vessel, it was noticed that one portion of the balloon appeared to have a stricture, wherein it was narrowed in the middle. The balloon was removed and examined by the surgical team where it was discovered that there was, in fact, a circumferential narrowing of the balloon about halfway on the balloon portion of the catheter. The balloon/catheter and packaging were removed from the case with plans to file a safer report and report the case to the manufacturer. Apsm [redacted name] notified.